Manufacturer narrative:
Additional narrative: manufacturing evaluation: product manufacture date: june 10, 2014. Measurements of inspected features reveal no non-conformances. Raw material inspected and confirmed to be 316l. Since the device history record review shows no complaint related anomalies, all measurements for features relevant to the complaint are conforming, and the visual damage noted in the "as received condition of device" portion is a post-manufacturing occurrence. This complaint is not considered a manufacturing issue. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the canine patient had a tibial plateau leveling osteotomy (tplo) of right and left leg. The dog had a plate, six locking screws, and two cortical screws implanted in each hind leg; back right leg on (B)(6) 2014 and back left leg on (B)(6) 2014. The dog returned with draining and during explant surgery on (B)(6) 2014, it was noticed that both the plates from each leg had what looked like erosion that was rust colored around both cortical screw holes on both sides of the plates. The implant removal was successfully completed and the patient outcome was reported as successful. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt identifier: patient is a veterinary case, therefore identifiers will not be provided. Event date: unknown. PMA 510(k): veterinary product, no 510k. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances noted. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was conducted. The report indicates that the DHR shows no complaint related anomalies, all measurements for features relevant to the complaint are conforming, and the visual damage noted in the "as received condition of device" portion of this mfg investigation action is post-manufacturing, this complaint is not considered a manufacturing issue. Unknown screws are intact and no discrepancies were found. A visual inspection of the plate shows scratches along shaft and head on top side. A heavy nick is apparent at the top of the dcp hole nearest the head as well as the middle d2 hole nearest the bend. A discoloration in the dcp holes appears to be located where the screws contacted the slot surface. No other damage or visual anomalies are noted. Measurements of inspected features reveal no nonconformances. Raw material inspected and confirmed to be (B)(4). Since the DHR shows no complaint related anomalies, all measurements for features relevant to the complaint are conforming, and the visual damage noted in the "as received condition of device" portion of this mfg investigation action is post-manufacturing, this complaint is not considered a manufacturing issue. There is insufficient information to determine the cause of the complaint. The design is adequate for its intended use and did not contribute to the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.